Manufacturer narrative:
Approximate age of device - 3 years, 9 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppage events occurred. On (B)(6) 2017 the manufacturer¿s technical service representative performed a percutaneous lead (driveline) replacement. No immediate alarms occurred after the replacement. The following day in the lvad clinic, it was reported that the lvad system was connected to a grounded power module patient cable, and pump stoppage events did not occur with body movement. The patient was discharged on with a grounded power module patient cable, and an ungrounded power module patient cable in case additional pump stoppages occurred. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Approximately 20 inches of the distal end/external portion of the percutaneous lead (lead) replaced and returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. Inspection of the underlying wires revealed a breach in the insulation of the orange wire adjacent to the metal connector, resulting in exposed inner conductors. The insulation breach appeared to be the result of a fatigue due to repetitive movement of the lead at this location. If the exposed conductors of the orange wire contacted the braided shield while the system was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed/pump stoppage events captured in the submitted log file. The patient remains ongoing on lvad support with no further reported issues at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.